Manufacturer narrative:
Batch review performed on 25 november 2016. Lot 162567: (B)(4) items manufactured and released on 24 june 2016. Expiration date: 2021-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The surgeon noticed the patient had a periprosthetic fracture. The surgeon revised the stem, head and secured with cables. The surgery was completed successfully. X-rays and explants are not available.